Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received multiple inappropriate shocks due to a possible fracture on the right ventricular (rv) lead. The lead was noted to have noise, short v-v intervals, and high pacing impedance. Fluoroscopy showed kinking of the lead behind the suture sleeve. Reprogramming was performed to turn therapies off. The lead was later capped and replaced. No further patient complications have been reported as a result of this event.